Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) app displayed glucose values while the ilet was not receiving data, consistent with intermittent communication failure between the cgm and the ilet and involving the antenna/electrical communication pathway; the g7 pairing code was confirmed, the code was re-entered, and readings subsequently appeared on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.